Event description:
It was reported that using a femoral artery access approach during a procedure of the mid right coronary artery (rca) the 3.0 x 15 mm xience prime stent was implanted, however, a dissection was noted post implant. A second 3.0 x 23 mm xience prime stent was used to cover the dissection without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.